Manufacturer narrative:
A2: sex : male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported "a ridge/rough place near the tip of the end to be inserted, causing irritation to the urethrae. On several occasions they have had raw blood on the end of the tube, and about 20% have the ridge, or maybe even more."

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was packed under sap material ID 1713714 gentlecath glide male ch14 (1x30pk) us and manufacturing lot # 2h01634 in c2 in september 2022 in amount 84 000 pcs on packaging machine p020. The catheters were assembled under subassembly lot 2h01627,2j00737 and 2h01627 on machine a099. According to g805311 v 22: - point 5.12.4. - during in process control catheters are taken according to iso 2859-1, il s4, aql 0,4 and inspected by an operator according to tm-356. Punched holes are not allowed if they have sharp edges, burrs, fibres, contain cuttings, cut-outs or punched holes are not smooth. - point 5.12.11 - inspection of rounding tip is a part of in-process control and carried out according to tm-356 visual and tactile inspection of catheter. No sharp edges are allowed. Results of inspection are recorded in relevant forms g805311. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. No another complaint has been received on the lot in question. A query was run against malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp; and erp material 1713714 which yielded in 4 occurrence within past 12 months, three cases - lot cno. Amount of claimed products ¿ 1 per complaint. The issue is considered as isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.